Event description:
A health are professional reported that, during an intraocular implant procedure, the plastic threads in cartridge that are pressed against the lens during advancement / loading of the lens and have to be removed from the lens in the eye with extra effort. There was patient contact but no patient impact.

Manufacturer narrative:
One used company cartridge was returned with four unopened company cartridges in the opened 10-count carton. The used company cartridge was microscopically evaluated. A small amount of viscoelastic was observed at the parting line. Damage was observed on the left side of the tip. The cartridge has evidence of handpiece placement. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal coating disruption was observed at the area of the tip damage on the left side. One of the unopened company cartridges was pulled randomly for evaluation. The company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the dfu (directions for use). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. The lens diopter was not provided. It cannot be determined if the lenses were in the qualified diopter range. It is unknown if a qualified viscoelastic was used. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. One of the returned unopened company cartridges was functional and dye stain tested. No lens or cartridge damage was observed. No foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. It cannot be determined is the lenses used were qualified as the diopter was not provided. The viscoelastic used was not provided. Per the IFU (instructions for use): the company iol delivery system is for implantation of qualified company foldable iols (intraocular lens). No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).